Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that one farawave was selected for being used, however the tip of the catheter was broken. No further information was provided. The device is expected to return for laboratory analysis.